Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It has been reported by the hospital that a patient underwent an initial left hip arthroplasty on (B)(6) 2013. Subsequently a revision surgery was performed on (B)(6) 2015 at (B)(6), due to alval (aseptic, lymphocyte-dominated vasculitis-associated lesion) it was reported that patient underwent a left hip revision procedure approximately twenty-five months post-implantation due to aseptic, lymphocyte-dominated vasculitis-associated lesion (alval).